Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer of an unspecified quantity of one-link non-dehp standard bore catheter extension sets were getting stuck. The issue occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.